Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment . This report is made based on results of investigation completed on 09/13/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2014 with the following findings:evaluation revealed that there was no damage found to the u groove on the back of the pump. A new low profile clip is able to be fully inserted and removed with no issues. Evaluation revealed that the battery compartment is cracked at the threads. Returned battery cap is able to attach to the pump and was used to complete all testing. There was no moisture found in the pump. (B)(4).